Event description:
The patient reported their blood glucose levels reached 19 mmol/l (342 mg/dl), while wearing the pod between 25 and 36 hours on the arm. The device was originally reported for leaking insulin during wear. Investigation of the device found the exposed portion of the soft cannula flattened and stretched. Treatment information was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened and stretched which caused the soft cannula to measure out of specification, 27.75 mm in length. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.